Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the venous clamp. The incident occurred in (B)(6). Through follow-up communication livanova learned that the venous clamp was no longer controllable from the encoder control knob on the control unit. The control unit display would not advance below 10% even though the encoder knob was continued turning anti-clockwise after the display reached 10.0%. The display and the venous clamp plunger would advance to 100% and back to 10.0% during the incident. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue: the venous clamp functioned correctly. Therefore, a pinpoint calibration of the clamp was performed. Additionally, it was flashed via can flash software which failed, rendering the clamp inoperable. For this reason, it was replaced with another one that was successfully tested and then put in service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a venous clamp did not close at 0%, but it stuck at 10%, during procedure. There was no patient injury.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The clamp has been connected to the essenz heart-lung machine (hlm) test bench and was not recognized in the system mapping. In addition, no error message was displayed. Therefore, the control of the closure percentage of the clamp could not be verified. During troubleshooting, the root cause has been traced back to a defective electronic board that needs to be replaced in order to solve the issue. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.